Event description:
Customer reported a hospitalization due to diabetic ketoacidosis and high blood glucose. The blood glucose reading at the time of the report was 259 mg/dl. Customer expressed symptoms of dizziness and nausea. Customer treated with an insulin pen. Customer had been treated with an IV drip while at the hospital. The insulin pump had alarmed for no delivery. She stated that the drive support cap appeared to be normal and recessed. She found no air in the tubing and no leaks. She was advised to run a manual prime and stated that insulin did exit. The infusion set was removed and customer stated that the needle was bent. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.